Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
On 11-sep-2024 palette life sciences received a notification from the [manufacturer] who detected during a literature search, reporting per the source document "in a retrospective, multi-institutional review study of 100 patients was conducted between june 2020 and september 2021, a man [exact age not stated] was described, who developed implant rectal wall infiltration (rwi) during treatment with hyaluronic-acid for external beam radiotherapy(ebrt) associated gastrointestinal (gi) toxicity. The man was diagnosed with localised prostate cancer (pca) and treated with moderately hypo fractionated ebrt. Later, he received hyaluronic-acid rectal spacer (rs) implant [dosage not stated] for ebrt associated gi toxicity. However, the developed implant rwi secondary to hyaluronic-acid [duration of treatment to reaction onset not stated]. The man's rwi was reversed with hyaluronidase without any significant sequelae. Subsequently, he was reimplanted successfully with hyaluronic-acid rs and completed ebrt uneventfully." This is an abstract detected during a literature search, the article has not been published yet.